Event description:
The user facility reported that a portion of the guidewire's outer coating was sheared off during use. Reportedly, the outer coating did not detach inside the patient. The procedure was completed successfully with another guidewire. The patient condition was listed as "fine."